Event description:
The baxter therapy specialist was notified by the customer that they identified one unit from lot s09l10089r which separated at the connection of the drip chamber and the tubing. The unit was attempted to use for infusion of saline solution. The set was replaced for another one and no issues were detected. The reported condition occurred during infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to this report.

Manufacturer narrative:
The reported condition of, separated at the connection of the drip chamber and the tubing, was confirmed. Tubing separation from the chamber was observed on the returned sample. No solvent application was observed on the tubing. Dimension measurement was conducted on the ID, wall thickness and od of the tubing with no abnormality observed. Batch review was conducted on reported batch with no abnormality observed. Separation is likely due to no solvent application. We have reviewed the manufacturing processes with no abnormality observed. (B)(4).